Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. The instrument was found to have a blade broken. The broken blade measures approximately 0.636". The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a tip broke on the harmonic ace instrument on first grasp of tissue. The tip was retrieved from the patient. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: all fragments were removed based on a visual inspection and no additional procedure was required. There were no additional post-op tests, x-rays, or ultrasounds performed. The instrument was inspected prior to use; the surgeon was dissecting tissue for less than five minutes when the issue was noted. The instrument did not collide with any other instruments. The instrument was removed only after breakage was seen. No resistance was felt upon removal of the instrument, no damage was seen on the cannula mount, and no additional damage was noted post removal. The surgeon had no idea what could have caused or contributed to the instrument failure. There was no other injury to the patient. No patient information was provided.